Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported; however, the patient had excessive mural thrombosis. An endurant stent graft system deployed and was implanted successfully. Status post procedure, patient's left leg pulses were diminished. Patient suffered circulatory arrest. Four days later, the patient expired. Cause of death, was bowel ischemia. Investigator's assessment: physician stated that this patient was high risk due to age and excessive mural thrombus. Physician suspected disseminated intravascular coagulation to be a contributing factor. Due to the excessive mural thrombus, it was suspected that a blood clot may have moved to the sma via catheter manipulation causing the patient to suffer bowel ischemia. Physician stated, "I think endurant didn't have any relation with this case."

Manufacturer narrative:
Results: inherent risk of procedure (death, bowel ischemia). Patient's condition affected effectiveness of device (pre-existing patient condition, excessive mural thrombus and dic). Conclusion: device failure/lack of effectiveness related to patient condition (pre-existing patient condition, excessive mural thrombus and dic).